Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump had been shutting down periodically. The customer could not recall the past blood glucose (bg) levels; however, a recent bg was 70 mg/dl. The customer could not recall what screen the pump was displaying after it was charged. Although requested, additional pump data information was not provided. The cause of the reported event could not be determined.